Event description:
It was reported by a healthcare professional that a hahn tapered implant was explanted. The patient presented on (B)(6) 2023 for implant placement on tooth position #6. The patient's bone quality was reported as type iii and the oral hygiene as good. After healing abutment placement, the patient presented with pain and the reported device was explanted on (B)(6) 2026. The implant was not replaced and no additional procedure was required. The symptom resolved after implant removal and the patient did not have a permanent injury.

Manufacturer narrative:
The device has been received but not yet evaluated. Once the investigation is complete a supplemental report will be submitted. Patient gender, weight, and race/ethnicity have been requested but, to date, no response has been received from the initial reporter. Manufacturer reference #: (B)(4).

Manufacturer narrative:
Additional information: a3, a4, a5, h6. Manufacturer reference #: (B)(4).